Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome. As result, the implanted right ventricular (rv) lead dislodged leading to pocket stimulation as confirmed via x-ray. A surgical revision was performed in which the rv lead was extracted to resolve the issue. This pacemaker remains in service. No additional adverse patient effects were reported.